Event description:
The customer reported being hospitalized due to high blood glucose of 538mg/dl. The customer stated that she did not fill the reservoir to the correct level and the insulin pump was out of insulin, which caused her glucose level to elevate. The customer was experiencing unexplained high glucose for the past day. Troubleshooting could not be performed because the customer did not have a reservoir and infusion set in the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.